Event description:
The manufacturer received information alleging a ventilator was alarming for "critical errors". There was no harm or injury reported. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the manufacturer's service center, "service required" alarm conditions related to readings railing were observed. The device's system board needs to be replaced to address the issue. No repairs were performed. The device was scrapped.